Manufacturer narrative:
Additional narrative: a pd investigation was conducted. The report indicates that two tapered u-joint drivers for synfix was returned with the complaint that ¿¿it was noticed that the u-joint is loose on drivers for synfix¿. These devices were tested and the complaint condition was confirmed. The tapered u-joint driver for synfix is a component of the synfix-lr system which is a stand-alone anterior interbody fusion device indicated for use in patients with degenerative disc disease (ddd) (synfix-lr system technique guide). The u-joint driver is specifically designed to insert 15-30mm synfix locking screws. The u-joint mechanism is designed to allow the transmission of torque to the tip at angles not achievable by a straight driver. The associated drawings were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes for an angled t15 driver with a u-joint with position memory. The primary purpose of the u-joint mechanism on these instruments is to allow for the transmission of torque to the instrument's working end (driver) to divergent angles the access exposure would otherwise not accommodate for a straight instrument. The u-joint has a minimum of .026mm diametrical interference between the pin and peek bushing to create this position memory. The peek bushing provided positional retention, excessive torsional force may permanently deform it affecting the retention feature however the design is adequate for the application with the use of the guiding forceps, as specified in the technique guide. A definitive root cause was unable to be determined, although the failure mode is consistent with typical wear and tear experienced over the life of the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that which doing preventative maintenance, it was noticed that the u-joint is loose on drivers for synfix and a luminary rongeur tip is broken. No patient involvement reported. This report is 1 of 3 for (B)(4).